Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the patient presented with chest pain and the right coronary artery (rca) was found to be chronically occluded. After initial angiogram, the lesion was crossed with a threaded balloon and a pilot 50 guide wire. An unspecified stent was placed in the mid and distal portion of the rca and angiogram showed an extravasation of dye in the proximal rca. A 3.5x19 mm graftmaster covered stent was implanted at 17 atmospheres and was post dilated with a 4x15 mm balloon up to 11 atmospheres. Reportedly, the graftmaster covered stent sealed the perforation. The patient complained of chest pain later which was treated with medication. An echocardiogram was performed and there was no pericardial effusion; however, there was a small wire perforation noted. No continuous oozing of dye was noted. The patient was returned to the stepdown bed in stable condition. Reportedly, the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided. Do not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review query for this product was not performed since the part and lot number were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of perforation is listed in the electronic instructions for use (IFU) for the guide wire hi-torque pilot, ptca/pta/stents, cto, ce/FDA as a known patient effect of the procedure. Additionally, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot number were not reported.

Event description:
It was reported that the patient presented with chest pain and the right coronary artery (rca) was found to be chronically occluded. After initial angiogram, the lesion was crossed with a threaded balloon and a pilot 50 guide wire. An unspecified stent was placed in the mid and distal portion of the rca and angiogram showed an extravasation of dye in the proximal rca. A 3.5x19 mm graftmaster covered stent was implanted at 17 atmospheres and was post dilated with a 4x15 mm balloon up to 11 atmospheres. Reportedly, the graftmaster covered stent sealed the perforation. The patient complained of chest pain later which was treated with medication. An echocardiogram was performed and there was no pericardial effusion; however, there was a small wire perforation noted. No continuous oozing of dye was noted. The patient was returned to the stepdown bed in stable condition. Reportedly, the graftmaster did not cause or contribute to complications or adverse events. Subsequent to the initially filed report, the following information was provided: there were no issues during use of the graftmaster and the tortuous anatomy and the pilot 50 guide wire contributed to the perforation. The perforation was not treated. No additional information was provided.